Manufacturer narrative:
Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2011 due to hydrocephalus. On (B)(6) 2017, the patient went to the hospital for an MRI and the performance level setting of the device was set to 1.5. Following the MRI, the patient was set to get on a plane to (B)(6). The patient experienced dizziness and fever on (B)(6). The patient arrived in (B)(6) on (B)(6) and the device was adjusted. It was stated the patient was in good condition. Information received later indicated that the device had been replaced. No further information could be provided.